Event description:
It was reported that during the device follow up, the physician noticed that the device battery voltage was lower than expected given the little usage for this device and the projected longevity was shorter than expected. The continuous electrogram recording was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted (B)(6) 2006. (B)(4).